Event description:
Screwdriver was broken during surgery but nothing felt into the pt.

Manufacturer narrative:
As per investigation results, the fracture surface of the blade showed appearance of a ductile forced rupture resulting from very high torsional and bending forces. Additionally pressure marks at the slot area of the blade were visible due to high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, mfg or design related issue.